Event description:
The pt reported a surgery was performed to repair the catheter. The pt was reportedly told the pump could not be removed. He states he had a dye study done last week and it confirmed the catheter was in the intrathecal space. There have been no volume discrepancies. The pt stated he will have "strong" med put in the pump.

Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak which caused a spinal headache. A blood patch was done on (B)(6) 2009, but it didn't work. He was hospitalized on (B)(6) 2009 and had another surgery on (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Per the patient, the blood patch made the spinal headache worse which then lead to the hospitalization and the january surgical repair. Per the patient, they ¿woke him up to have another surgery to go back in the next day¿. The event resolved following a catheter revision in (B)(6) 2009 (see manufacturer¿s report # 3004209178-2009-04877).